Event description:
The customer reported the ventilator went vent inop and alarmed while in use on a patient. The customer reported there was no patient harm. Vent inop, when in use, will stop providing ventilatory support to the patient. The respironics service technician duplicated the reported problem. The service technician inspected the power supply and reported finding an open fuse. The service technician replaced the power supply fuse. Extended self testing (est) and performance verification testing was performed, and all tests passed per operating specifications.